Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. It has been updated as jun 22, 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of device not accepting any attachments was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the connector body was missing a red dot and the motor¿s brown wire was nicked in the swivel subassembly area. It was determine that these were due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device would not accept any attachments. There were no delays to the planned surgical procedure. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.